Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since instrument paths and tissue dissections were applied in a different location in the brain than anticipated, with the brainlab device involved, despite according to the surgeon: there was no harm or negative clinical effect to the patient due to the not successful original surgery, nor due to the invasive surgery steps done. The patient showed no new neurologic deficits after the surgery. The revision surgery with navigation was successful as intended with complete resection of the cavernoma as intended, with no complications. There was also no negative effect to the patient due to anesthesia repeat (of ca.1.5h) due to the revision surgery. There are further no remedial actions necessary, done or planned for this patient. Hospitalization was prolonged by 4 days due to scheduling of the revision surgery. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of ca. 1cm from the intended target at the original surgery, can be attributed to a combination of the following factors: a shift of the navigation reference array and/or of the patient's head in the non-brainlab head holder possibly occurred after draping, during the exchange from unsterile to sterile array, or during the surgery, either due to a not sufficiently rigid fixation by the user, or due to forces applied by the user during the surgery. This can have led to the observed deviation of the navigation display of instrument positions on the patient scan different than originally registered to the pre-surgery MRI scan. A point acquisition by the user during patient registration to navigation not completely following the brainlab recommendations as required, that can have caused the brainlab cranial navigation software to not find an as accurate match as desired in the region of interest for this specific procedure, between the preoperative image dataset and the actual patient anatomy. Apparently, the resulting deviation was not recognized by the user (prior to applying the instrument path) with the necessary accuracy verification of navigation after registration, after draping and throughout the procedure. Additional observation for this customer: brainlab has not validated any marker spheres other than the ones manufactured by brainlab or ndi in conjunction with brainlab igs (navigation) systems, and therefore brainlab is not in a position to determine the accuracy, compatibility or safety of the other, 3rd party marker spheres used by this customer for the surgery in combination with the brainlab navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for resection of a brain cavernoma left parietal with associated bleeding, with a size of ca. 1.5cm (ca.1ccm) , was performed with the aid of the brainlab navigation software cranial navigation 3.1. A pre-operative MRI scan was acquired 3 days before the surgery, to use with navigation. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder. Performed the initial patient registration on the pre-op MRI using the softouch acquiring registration points on the patient's skin to match the display of the navigation to the current patient anatomy. Verified the accuracy of the registration and accepted the registration to proceed. Removed the unsterile navigation reference array and draped the patient. Attached a sterile reference array, re-checked navigation accuracy. Re-opened a pre-existing craniotomy of ca. 10 years ago (bone flap, ca. 5x5cm), opened the dura at planned location, and performed a corticotomy. When dissecting to find the lesion using the navigated pointer for orientation, determined that the lesion is not below the surface as was expected. Cancelled the further search due to the eloquent localization in the brain (proximity to wernicke area). Closed the dura, re-implanted the bone flap and closed the patient. The surgeon determined that the search and dissection had deviated ca. 1cm away from the intended target, ca. 6mm away from the border of the lesion. A revision surgery was planned and took place on (B)(6) 2019, also using the brainlab cranial navigation sw and the same navigation instrument equipment. This revision surgery with re-opening the same former bone flap again, was successful as intended with complete resection of the cavernoma as intended, with no complications. According to the surgeon: there was no harm or negative clinical effect to the patient due to the not successful original surgery, nor due to the invasive surgery steps done. The patient showed no new neurologic deficits after the surgery. The revision surgery with navigation was successful as intended with complete resection of the cavernoma as intended, with no complications. There was also no negative effect to the patient due to anesthesia repeat (of ca.1.5h) due to the revision surgery. There are further no remedial actions necessary, done or planned for this patient. Hospitalization was prolonged by 4 days due to scheduling of the revision surgery.